Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. The patient experienced wadded mesh, mesh poorly incorporated and recurrence. Post-operative patient treatment included revision surgery, removal of mesh and recurrence repair with new mesh.